Event description:
Issue with revo MRI pacer lead. Patient had lead implanted and was readmited to hospital 2 days later with tamponade, chest pain and shortness of breath. Patient had to be intubated for respiratory support. Pericardial drain performed. Supratheraputic inr. Ended up with a significant ICU stay.